Event description:
It was reported during an xray after a hip arthroscopy procedure, there was material from an unknown device found in the patient. The device fragment was removed. The manufacturer of the device has not been confirmed at this time, as many devices from multiple manufacturers were used in this procedure. No patient injury or complications were reported.

Manufacturer narrative:
There is no lot# and no product number recorded in the details page. Due to no product being returned the complaint could not be confirmed. Evaluation and investigation are not possible. No definitive conclusions can be made without pertinent manufacturing information or a device to evaluate. See communications for timeline. No further actions can be taken at this time. If relevant information becomes available to assist with traceability, the complaint will be revisited.